Event description:
It was reported that when the nurse injected the drug from the device, she saw the liquid out through the skin insertion point of the catheter. The catheter was no longer connected to its tip, it was found in the brachial vein (radio and ultrasound). The withdrawal was made by vascular surgery under general anesthesia.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.